Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Additional devices were determined to be associated with this event after an internal synthes clinician review on april 20, 2015 and an x-ray evaluation by the synthes medical director. These devices were added to the complaint file and are reported in additional reports associated with (B)(4). This report is 1 of 4 for (B)(4).

Manufacturer narrative:
Synthes medical director x-ray review conclusions. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Synthes (B)(4) reported an event in (B)(6) as follows: it was reported that a l5/s1 posterior instrumented fusion was performed on (B)(6) 2015. A previous surgery was performed on an unknown date during (B)(6) 2014. The implant (syncage lr 19mm) had subsided in l5 n plate and could not be removed. Surgeon provided additional posterior fixation with viper 2 system cortical fix screws. Patient outcome was positive and the surgeon was able to provide posterior fixation. This report is 1 of 1 for (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. Patient weight was not provided by the reporter. Date of event relates to when the surgeon could not remove the implant, not when the implant receded into the plate. The date of unintended movement of the implant into the plate is unknown. Device is not distributed in the united states, but is similar to device marketed in the USA. Implant date was reported as an unknown date in (B)(6) 2014. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.